Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was out of range high impedance on the superior vena cava (svc) defibrillation coil. The physician decided to replace the lead at some point in the future. No patient complications have been reported as a result of this event.